Event description:
A medtronic representative reported a solera 4.5 tap jammed with bone unable to be removed. Requested replacement device. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot number not available at time of this report. Device manufacture date dependent on lot number; not available. (B)(4) issued. Replacement part shipped to site (B)(6) 2012. Suspect device has not yet been returned to manufacturer for evaluation.